Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the x-ray not possible due to button in footswitch cannot bounce. Rse suggest to replace the footswitch. A replacement of footswitch was sent to customer. No subsequent calls have been logged in philips for this device/issue, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that no x-ray was possible on the allura xper fd20 system. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.